Event description:
False negative urine hcg, one patient, confirmed (B)(6) weeks pregnant with ultrasound months later. A home user (not a caller from a professional facility) called to ask what would cause a false negative result. She stated her relative took a test a few months prior and it was negative. They went to the doctor a few months later after suspecting pregnancy and a sonogram confirmed that she was 12-14 weeks pregnant. The caller did not have specific dates on when the test was first taken, the information provided by the caller was very general. No further information was provided.

Manufacturer narrative:
Investigation pending.